Event description:
On (B)(6) 2012 the pt's husband reported that the down button of the infusion device is not responding to presses. The pt noticed the issue over 2 months ago. The pt sated she had to press the button several times and if the button is pressed very hard it will make a connection. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.